Event description:
Aml stem was explanted, because it was broken in the middle approx without bone fracture.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.